Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-01-07 - equinoxe, humeral stem primary, press fit 7mm (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6), 315-35-00 - glnd kwire (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-15-06 - rs glenoid plate +10mm cage peg (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6).

Event description:
As reported, approximately 5 years and 8 months post the initial right reverse total shoulder arthroplasty, the patient underwent a first stage revision due to infection. No implants were left in the patient. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.